Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, there was no ventricular output and the battery drawer was broken. It was also noted that the upper case and lower case were dented, the ring was bent, the keyboard was scratched and the display was missing pixels.

Event description:
It was reported that the external pulse generator had no ventricular output and a broken battery door. The generator was returned for service. There was no patient involvement

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.